Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. (B)(4).

Manufacturer narrative:
A label review was performed for the device; specifically the section containing the warnings and precautions. Though the device was not returned for evaluation, the complainant lot falls under a field safety corrective action; which provides customers w/information on how to handle possible occurrences of leakage from the gas outlet. (B)(4).

Event description:
The customer reported they recently had to change out an oxygenator after it had started leaking blood out of the gas outlet port. They had just changed an ecls circuit when they noticed a small amount of blood leaking from the gas outlet. There was no harm to the patient.